Event description:
Additional information was received that product analysis was completed on both the handheld and the flashcard. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report reported that only the handheld had been return to the manufacturer for evaluation when in fact the flashcard was also received. The flashcard was received by the manufacturer at the time of the initial report submission, but had not been processed and updated in the file at the time of submission of the initial report.

Event description:
It was initially reported that the physician was having problems communicating with a patient's device. Another programming system was used and the patient was successful able to be communicated with. The data receive light was flickering on the wand but it was not communicating. It was attempted 4 times to interrogate the patient prior to switching programming systems. A company representative exchanged their handheld with a new handheld and cables and was able to successfully communicate with a demo generator. The handheld was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.